Event description:
It was reported there was a lack of aspiration and a leaking hole in the catheter. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery. The jetstream catheter was prepped in the normal fashion. While in the patient's body during use of the device, it was noticed that there was no blood return coming out of the device, only clear saline. The jetstream catheter was removed from the patient and a hole was observed in the middle of the catheter with saline leaking. A new 2.1mm jetstream catheter was used to complete the procedure successfully. There were no patient complications and the patient was fine.

Event description:
It was reported there was a lack of aspiration and a leaking hole in the catheter. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery. The jetstream catheter was prepped in the normal fashion. While in the patient's body during use of the device, it was noticed that there was no blood return coming out of the device, only clear saline. The jetstream catheter was removed from the patient and a hole was observed in the middle of the catheter with saline leaking. A new 2.1mm jetstream catheter was used to complete the procedure successfully. There were no patient complications and the patient was fine. Device eval by manufacturer:returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed a severe kink located at 47cm from the tip. Functional analysis was done by completing the aspiration testing of the device. During functional testing the catheter did leak from the kink in the shaft. Test results showed that this device did not perform as designed per the test procedure withdrawing 8ml of fluid in the 1minute time frame. Dissection of the catheter shaft showed that the drive coil liner showed damage in multiple areas along the drive shaft. The kink that was noticed collapsed the aspiration lumen which contributed to the low aspiration. Inspection of the remainder of the device, revealed no other damage or irregularities.